Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
An inspection of the heartstart mrx battery request was made to philips healthcare as the heartstart mrx turns off on battery/power when unplugged. There was no reported patient involvement and/or impact.